Event description:
It is reported by a mitek affiliate that the ceramic portion of a mitek se electrode broke off into the pt. All of the fragment was retrieved and the surgeon is reporting that there was no consequence to the pt.